Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer experienced low blood glucose of 43mg/dl. The customer¿s blood glucose was 220mg/dl, 223mg/dl, 193mg/dl, 195mg/dl and the sensor glucose was over 180mg/dl, 185mg/dl, 188mg/dl, 147mg/dl at the time of the incident. Customer was treated with juice, fruit and coffee. Insulin pump will not be returned for analysis.